Manufacturer narrative:
A review of the device history file reveals no evidence to suggest a device defect or malfunction. The device was returned for evaluation. No abnormalities were observed during visual inspection of the pad. Pad was tested for impedance/resistance and found to be within specifications. A review of the product history reveals this is a reliable component of electrosurgery and we are unable to identify any evidence to suggest a device defect or malfunction. Although we have been unable to confirm the event the most likely cause is related to proper placement/coupling with the patient. The best indication that the patient is not properly coupled with the pad is a diminished surgical effect. Additional information received indicates the physician requested the settings on generator to be increased. Any time a request is made for the power to be turned up on the generator the return electrode should be inspected for proper placement/coupling. Megadyne recommends strict adherence to the instructions for use in setting up the mega soft for small patients, i.e., the smaller the patient the less material between the patient and the pad.

Event description:
Alleged pad site burn on a (B)(6) using a megasoft pad and suction coagulator. Additional information received indicates the burn was 2nd degree.